Event description:
It was reported that there was flow >6% with device. The error was found during device review. There was patient involvement.

Manufacturer narrative:
E1: (B)(6). H3: one device was received for evaluation. Service history review found that device has not been in for service in the review period. Review of the event history log was not applicable. Visual evaluation found the device to be in good condition with no physical damage found on the pump. The labels were undamaged, and the tamper seal was missing. Functional check found the flow rate of 13.135 ml/h (+5.528%). The stated problem of "flow >6%" was confirmed. The investigation found issues with the device delivering. The pump was tested and was found to be not delivering within specification. The expulsor will be replaced.